Event description:
A visualase representative reported that, while in a cranial procedure for a seizure patient, the surgeon made a statement alleging an inaccuracy in a similar procedure performed earlier the same day. The surgeon stated that when placing the cooling catheter system (ccs), they were approximately 3 millimeters off the desired target. No further details were provided. The surgeon completed the procedure with the use of the thermal therapy system. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not made available from the site.operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system.code ni used as, other than was is reported here, no further information is available per the following statement: